Manufacturer narrative:
The device manufacturer date for the reported meter is not valid. The serial number does not exist. The date entered in MFR date is the date of event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips and a new issue was observed. Meter did power on with button depression. Meter did not power on with strip insertion. Meter was sent for further investigation and de-cased. Upon visual inspection of the (pcb) printed circuit board, contamination of blood and dirt was found around the port area. Hair contamination was also observed around the port pins. A blank screen was not observed. The complaint is not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.